Event description:
It was reported there was a patient alert for the device indicating recommended replacement time (rrt) and early depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion. We did receive performance data collected from the device and have analyzed the data. The battery voltage was at battery depletion indicated/eri (elective replacement indicator). Time of rrt (recommended replacement time) in save to disk on (B)(4) 2012 device rrt less than equal to 2.6251 volt. Weekly battery voltage trend data shows min bat equal to 2.626 to 2.614 volts between (B)(4) 2012 and (B)(4) 2012. Patient alerts for low battery voltage on (B)(4) 2012 and (B)(4) 2012.